Event description:
It was reported the patient had their device implanted for two years and was losing sensation of the stimulation as well as therapy. It was stated the patient¿s implantable neurostimulator (ins) was interrogated the day prior to report and the impedances looked high. Reportedly, an x-ray was performed and it seemed that the system was intact and in the correct spot. It was noted the manufacturer representative thought that the lateral view of the lead was ¿shooting out laterally.¿ it was stated the lead had not been pulled out of the foramen and the patient had not trauma but was active with water activities and lunge exercise activities. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v699552, implanted: (B)(6) 2011, product type: lead. (B)(4).